Event description:
Shift total that appears on pca pump did not match the amount of medication used form the morphine syringe in the pca pump. There was more medication left in the syringe then indicated used by the pt. No harm to the pt.